Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ degenerative disc disease. It was reported that the patient needed to get their ins programmed because it was not working where it was supposed to. Patient stated stimulation was making his legs go numb, and patient wanted to feel stimulation in his lower back. Patient stated he had been taking pain meds which helped but patient wanted to stop using pain meds. Patient mentioned this had been occurring for the past year but patient was hoping it would get better but it has not. No further complications were reported/anticipated.